Event description:
Pt was originally implanted in 2001 with ams silicone sling 4x7 using invance bone anchor system. Approx 2-3 months post implant, the pt's sling became grossly infected with subsequent wound dehiscence. Surgery was performed to remove the sling and bone anchors at this time. Dr. Was able to remove the entire sling and bone anchors with no further sequelae. There was no sign of erosion with this sling. Dr. Said that he felt going in to the procedure that this pt was in high risk group for contracting infections.